Event description:
Philips received a complaint on the v60 ventilator indicating, while in clinical use there was an 1104 diagnostic code (check vent: backup alarm failed) alarming on the monitor. No reports of patient/user harm or injury. The field service engineer (fse) could not duplicate the reported issue during their check of the device. The 1104 diagnostic code was confirmed in the device event log, so the central processing unit (cpu) printed circuit board assembly was replaced as a preventative measure. No other issue was found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
UDI added (B)(4).

Manufacturer narrative:
The replaced central processing unit (cpu) printed circuit board assembly (pcba) was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). Neither the occurrence nor the error code for the backup alarm failed alarm could be duplicated at the pil. With the unit in a no power/hardware power fail state the pil tech allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. The cpu pcba passed all engineering testing, and all voltages required for the proper operation of the system are well within specification. The secondary speaker (ls1) resistance has been measured showing a solid 407.2k ohms, verifying that ls1 is not shorted or open. The pil tech verified that ls1 functions as expected with 10vdc applied. The pil tech purposely generated an alarm condition by the temporary disconnect of the proximal pressure tube from the proximal pressure port to induce an alarm with the cpu pcba installed in the pil test ventilator. The device alarmed as expected during this intentional fault condition. The results of the testing of this cpu have resulted in no problem being found by the pil tech. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.